Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a issue of bent shaft during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed that the subject device had multiple severe dents and was bent on the outer tube. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the objective unit and the image going out of field. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image going out of field due to bent outer tube. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.